Event description:
It was reported by a pt's physician that the pt passed away as a result of complications from lung surgery. The exact relationship to the death and vns is unk. The pt was buried. Good faith attempts to obtain additional info are currently being made.